Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. There tip of the device was slightly bent. This type of damage is consistent with the device meeting an obstruction during an attempt to cross a lesion. The stent struts on the most distal row were slightly raised off the balloon material. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device¿s inner or markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-aug-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to the mid left anterior descending artery. After a guide wire crossed the lesion, the wire was exchanged to a rota floppy wire using a non bsc micro catheter. Ablation was then performed using a 1.75mm rota burr. Intravascular ultrasound (ivus) was attempted using an opticross imaging catheter however the device failed to cross the lesion. Predilation was then performed using a 3.25x15mm nc quantum apex balloon catheter and a 28 x 3.00mm promus premier¿ stent was advanced but was unable to cross the lesion. The procedure was completed using a 3.0x28mm non bsc stent. Ivus was performed post stent deployment using the same opticross imaging catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.